Manufacturer narrative:
(B)(4). Revision surgery has not been performed. Therefore the condition of the components is unknown. The device part and lot numbers are unknown therefore the device history records could not be reviewed. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the devices were implanted with the correct fit and orientation as per the surgical technique. The complaint states that x-rays were taken and "a loose piece of the kneecap" is evident in the images; however, these have not been provided to confirm the event. Compatibility of the devices and complaint history searches could not be reviewed as product identification is unknown. A definitive root cause for the complaint cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing pain, fever, lack of stability, piece of patella breaking loose, inability to bear weight and needing further assistance from walker or wheelchair. A revision surgery is planned.